Event description:
It was reported the thunderbeat probe tip was broken and fell into the probe during a therapeutic laparoscopic cholecystectomy. The broken piece was retrieved using forceps. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and customer allegation was confirmed. The probe was broken off. The fragment of the probe was not returned. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The fracture surface of the probe was checked and found that cracks had developed from the non-insulated side of grasping section. Additionally it was noted that the proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. A definitive root cause of the reported issue could not be identified. However based on the past investigation results, the most probable cause of "broken probe tip" could be: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.